Event description:
It was reported that the device was in use with patient for infusion of life-sustaining medication (drug name not reported). The reporter stated the device gave an alarm with the message "no disposable" on the display. The reporter stated the patient switched to their backup pump to continue the infusion. No adverse effects to patient reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). This remediation MDR was generated under protocol (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. Slight pry marks observed on the rear housing. Event history log (ehl) showed: no disposable alarms. Simulated use testing was performed. The reported problem regarding no cassette detected was unable to be duplicated. After removal of the cassette the pump did alarm for ?no disposable attached?. Occlusion sensor testing found the dso (downstream occlusion) sensor value out of manufacturing specification. The root cause of the reported problem could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced the dso sensor and recalibrate uso (upstream occlusion) sensor.